Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 250-260 units of insulin. The customer's blood glucose level was 305 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer was able to reload the cartridge successfully and resume insulin delivery.